Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. The console logs from ic7938 do not show any events consistent with problem description. Analysis of all data logs related to pump reveled that ic7938 was the second console used with the pump, and there was a battery-related issue on prior console. There were no issues observed with ic7938 during the case. Console ic7938 was tested and no battery-related or charging-related anomalies were found, thus confirming that console ic7938 was erroneously identified as related to battery alarm. There was no issue found during the case. The device functioned/operated to specification.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller device was returned, and an evaluation is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller was unplugged and an alert displayed and triggered that the battery. There was no indication or report of harm to the patient.